Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during regular follow up the ventricular thresholds were high in both bipolar and unipolar modes. A ventricular lead fracture is suspected. The device was reprogrammed. The lead will remain in use. No patient complications have been reported as a result of this event. It was further reported that the left ventricular lead was electrically abandoned during the reprogramming of the device.

Event description:
It was reported that during regular follow up the ventricular thresholds were high in both bipolar and unipolar modes. A ventricular lead fracture is suspected. The device was reprogrammed. The lead will remain in use. No patient complications have been reported as a result of this event.